Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. Customer's blood glucose was 450 mg/dl.